Manufacturer narrative:
Patient revised after nine months for instability with possible joint infection. No actual, implied, or suspect link to fx product.

Event description:
Patient was revised approximately 9 months after the prior revision surgery, which occurred on (B)(6) 2023. The primary surgery occurred on (B)(6) 2023. No fall or other trauma reported. Revision surgery occurred due to instability with a possible infection. 36 mm centered glenosphere and 36 mm + 9 humeral stability cup explanted. These parts were replaced with 36 mm eccentric glenosphere, 36 mm + 6 humeral stability cup, and 9 mm spacer.